Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having intermittent driveline faults on starting on (B)(6) 2020 and continuing for the remainder of the log file. Upon interrogation there were pump stops on (B)(6) 2020. Low speed events were noted on (B)(6) 2020. These events occurred when the patient was connected to the power module and appeared to be an issue with the driveline. The patient had a perc lead repair on (B)(6) 2020. Approximately 22'' of the external driveline was replaced, beginning with a faulty red wire.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported driveline faults, low speed alarms, and pump stop events captured in the first submitted log file. Additionally, the low speed events captured within the second submitted log file following the driveline repair appeared to be consistent with driveline wire compromise; however, no internal wire damage was observed during the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), that would have contributed to the low speed events. (B)(6) was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump nipple housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end driveline replacement was performed on 17nov2020 and approximately 17¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and found that the red wire produced an open circuit. All remaining wires passed continuity testing. Visual inspection of the wires revealed a complete fracture in the red wire approximately 2.5¿ from the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. Examination of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. The hmii lvas operates on a three-phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the fractured red wire to its redundant motor phase wire, the fractured inner conductors of the red wire would have resulted in the driveline fault alarms captured in the first submitted log file. Furthermore, if the exposed conductors of the red wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground would have resulted in the low speed and pump stop events from 16nov2020 that were confirmed through the first submitted log file. The portion of the driveline returned with (B)(6) was tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of driveline wires revealed no obvious signs of breaches or damage to the wire insulation or underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. No internal wire damage was observed that would have contributed to the reported low speed events captured in the second submitted log file following the driveline repair. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26may2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were low speed alarms following the external driveline repair on (B)(6) 2020 and (B)(6) 2020. The patient was placed back on an ungrounded cable. On (B)(6) 2020 the patient underwent a pump exchange